Manufacturer narrative:
Results evaluations (other): investigation: smith medical international's investigation stated that the report of cuff leakage was confirmed. It was noted that a scratch of approximately 3.76mm was found in the wall of the cuff, 16mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for the two possible lots given. This is also the first complaint of this nature on this product code, and does not indicate the systematic failure during manufacture. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried our on 100% of this line. Root cause: the customer stated that the cuff only became deflated after eight days in use, as such, this incident is unlikely to be the result of an assembly fault. We feel the most likely root cause for this incident is that the cuff became damaged in use following movement/repositioning of the tube. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for furture trending.